Manufacturer narrative:
Method: device history review, visual inspection and material analysis. Results: the manufacturing records for the implicated lot were reviewed and indicated that it met all specifications. Visual inspection confirmed rod to be fractured. The fracture appeared to have originated at the laser marking dot for one rod and at the laser marked "v" for the other rod. Material analysis determined that the fracture occurred through bending overload in ductile mode. Both rods fractured through the laser markings. Furthermore channels, cracks and voids were observed within the laser marked region. These artifacts indicate that a high energy was applied with the laser during the marking. The artifacts observed could possibly lead to weak points/stress risers in the rod. Conclusion: the most likely cause of the fracture is multi-factorial and includes contributions from the laser marking orientation, the french bender setting, and the amount of applied load.

Event description:
It was reported that while bending the vitallium hex rod, rod broke once and attempted to bend again broke another time. Additionally the surgeon tried bending another vitallium which rod broke as well.

Event description:
It was reported that while bending the vitallium hex rod, rod broke once and attempted to bend again broke another time. Additionally the surgeon tried bending another vitallium which rod broke as well.